Manufacturer narrative:
The device was received for evaluation in backup operation. The device image was corrupted and indicated that a power on reset had occurred. Further testing after reloading device firmware could not reproduce the backup event, and thus the cause of the power on reset could not be determined. Inductive telemetry was stable throughout testing.

Event description:
During the primary follow-up after implant, the device could not be interrogated. There was intrinsic activity on the surface ECG during the implant procedure and during follow-up, but there was no response to the magnet during the follow-up. The device was explanted and replaced and the patient was stable.